Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was implanted on (B)(6) 2018. If implanted; give date: (B)(6) 2018. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(6). Product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that initially the patient had underwent implantation of an intraocular lens (iol) in the sulcus as there was a known hole in the back of the patient's capsule before the surgery due to an early vitrectomy. The day after the iol was implanted it was observed that the haptic of the iol was broken. Additionally, the patient was suffering from poor vision and the iol had become displaced. This iol was subsequently explanted and replaced with another lens. Post implantation of the second intraocular lens (iol), the patient experienced macular edema. This was treated with an eylea injection (aflibercept). Through follow up it was learned that the lens remains implanted and no additional intervention was required. The patient is noted to be recovering. No additional information was provided to johnson and johnson surgical vision, inc. This report is for the event for the second lens implanted. A separate report is being submitted for event related to the initial lens.